Event description:
While using a byte day aligners, patient was examined by their dentist and found grade ii mobility. Their dentist recommended patient stop current aligner treatment to resolve mobility and to prevent any irreversible damage. Patient will be referred to an orthodontist when needed. Patient also reported their concern about their receding gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.